Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) stored multiple episodes due to noise. The noise was oversensed, resulting in pacing inhibition in this pacemaker dependent patient. A boston scientific technical services consultant discussed programming the device's sensitivity to least. It was later reported that the sensing measurements had decreased, down from 9mv to 1.2mv currently. Technical services discussed programming the device's sensitivity back up to nominal or most and performing new dft testing to ensure the device was capable of sensing an arrhythmia. Attempts to recreate the noise were not successful. No x-ray was performed to evaluate the lead.